Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon the first inflation at 8 atmospheres (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild tortuosity and heavy calcification. The mini trek balloon was advanced to the lesion; however, during the first inflation at nominal pressure, the balloon ruptured. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.